Event description:
It was reported the programmer could not interrogate non-wireless devices. The programmer was returned for repair. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the device would not interrogate non-wirelessly, as a result the link electronic module (lem) circuit board was replaced and calibrated to resolve the interrogation issue. It was also noted that the stylus was missing.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2290 pacing system analyzer. (B)(4).